Event description:
It was reported that a stent recoil occurred. In (B)(6)2026, the patient presented to the emergency department for a possible percutaneous coronary intervention. Coronary angiography revealed the right coronary artery (rca) had 90 to 95% in-stent restenosis as well as an incomplete non-boston scientific (bsc) stent expansion. The target lesion was treated using an nc emerge balloon, a wolverine cutting balloon, and another non-bsc nc balloon. The previously implanted non-bsc stent would fully expand then recoil. To treat this, a 3.50 x 32mm synergy drug eluting stent was implanted at the distal rca, which was then post dilated using to nc emerge balloons. However, the synergy stent would continue to recoil with minimal stent area improved. Post revascularization, the residual stenosis was noted as 0% with timi flow of 3.